Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet failing to issue . The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had been failing to issue medications. A technical support specialist replicated the issue using the qual db on the pse machine and linked it to pi 55845. The problem was related to the application not fully exiting after selecting certain patients and choosing exit or timing out. This caused the user to return to the home screen instead of the login screen. Attempting to issue items again after this "false" exit kept the system on the issue items screen without progressing. If a witness was required, the system remained on the issue items screen after inputting the witness. Fully exiting the system resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet failing to issue. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.